Manufacturer narrative:
Please note corrections to section h6 (conclusion code). This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged refracture of proximal femur shaft during the gamma 3 nail inserting mentioned in the article could be confirmed, with the help of the images of x-rays referred throughout the literature study. Based on the available information and the available x-ray, it can be said that the root cause of the issue is user related. Refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity is not a device related issue. Same is indicated in the conclusion of study ¿surgical operations were performed by different surgeons and there are deficiencies in surgical standardization and proficiency. [..] The doctors should fully understand the surgical indications, standardize the operation and upgrade skills, these are the key points to ensure operation successful, and also they are keys to reduce complications and improve clinical outcomes.¿ if any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by department of traumatic orthopedics, tianjin hospital, china. The title of this report is ¿analysis of complications of intertrochanteric fracture treated with gamma 3 intramedullary nail¿ published on october 30, 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at issn:1940-5901/ijcem0001817. This report includes research done on 186 patients and data collection period not mentioned in the literature. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses 5 cases of refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity. The report states: "refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity occurred in 5 cases. The time in bed of patients was prolonged in the cases of refracture of femur shaft during the gamma 3 nail inserting into the medullary cavity. They achieved union for a maximum of 4 months.¿

Event description:
The manufacturer became aware of a literature published by department of traumatic orthopedics, tianjin hospital, china. The title of this report is ¿analysis of complications of intertrochanteric fracture treated with gamma 3 intramedullary nail¿ published on october 30, 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at issn:1940-5901/ijcem0001817. This report includes research done on 186 patients and data collection period not mentioned in the literature. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses 5 cases of refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity. The report states: ¿[¿] refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity occurred in 5 cases [¿] the time in bed of patients was prolonged in the cases of refracture of femur shaft during the gamma 3 nail inserting into the medullary cavity [¿] they achieved union for a maximum of 4 months.¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.